Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('left essure coil fragments') and device dislocation ('bladder foreign body/migration of right essure into bladder.') In a 34-year-old female patient who had essure (batch no. 774377) inserted. The patient's medical history included gravida ii, parity 2, metrorrhagia, pyelonephritis and pelvic adhesions. (B)(6) 2019-surgical pathology report. Tissue(s) submitted: foreign body, bladder. Final diagnosis. Bladder, "foreign body¿ - metallic coil (specimen is for gross examination only). (B)(6) 2019-surgical pathology report. Final diagnosis. A. Specimen submitted as "left essure coil and fallopian tube": coil device, identified by gross examination only (see below). Fallopian tube with no significant histopathologic changes. Comment: the entire fallopian tube is submitted and examined, in nine blocks. B. Right fallopian tube, right salpingectomy: fallopian tube with a tiny paratubal cyst, otherwise unremarkable. Comment: the entire fallopian tube is submitted and examined, in five blocks. C. Specimen submitted as "left essure coil fragments": coil fragments identified by gross examination only (see below). Concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: insertion details-essure coil showed 4 coils visible bilaterally after the placement lot number:774377, manufacturing date:2010/08, expiration date:2013/08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('left essure coil fragments') and device dislocation ('bladder foreign body/migration of right essure into bladder.') In a (B)(6) female patient who had essure (batch no. 774377) inserted. The patient's medical history included gravida ii, parity 2, metrorrhagia, pyelonephritis and pelvic adhesions. On (B)(6) 2019- surgical pathology report tissue(s) submitted: foreign body, bladder final diagnosis bladder, "foreign body¿ - metallic coil (specimen is for gross examination only). On (B)(6) 2019- surgical pathology report final diagnosis: specimen submitted as "left essure coil and fallopian tube": coil device, identified by gross examination only: fallopian tube with no significant histopathologic changes. The entire fallopian tube is submitted and examined, in nine blocks. Right fallopian tube, right salpingectomy: fallopian tube with a tiny paratubal cyst, otherwise unremarkable. The entire fallopian tube is submitted and examined, in five blocks. Specimen submitted as "left essure coil fragments": coil fragments identified by gross examination only. Concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: insertion details-essure coil showed 4 coils visible bilaterally after the placement. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.